Event description:
It was reported that a claim for injury sustained by employee while attending to a resident. Details on the alleged incident have not been divulged to co to determine the cause of this incident. Maintenance personnel inspected the lift after alleged injury occurred found nothing was wrong with lift and documented this to file.